Event description:
Customer reported that the insulin pump returned a motor error alarm and was making strange sounds during the rewind process. While manually priming during the troubleshooting process, the insulin pump returned an additional motor error alarm. Blood glucose level was 183 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump was received with minor scratches on the display window.